Manufacturer narrative:
According to the customer on (B)(6) 2026, the bed was unplugged after the customer received a notification letter indicating the bed was part of a recall. The customer reported that when attempting to plug the bed back into the wall outlet, an electrical arc occurred with a bright blue flash and smoke, and a black mark was left on the wall outlet. The customer reported that no fire occurred and no injuries were sustained. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer on (B)(6) 2026, the bed was unplugged after the customer received a notification letter indicating the bed was part of a recall. The customer reported that when attempting to plug the bed back into the wall outlet, an electrical arc occurred with a bright blue flash and smoke, and a black mark was left on the wall outlet. The customer reported that no fire occurred and no injuries were sustained.